Event description:
Six days post index procedure, the patient was admitted into the hospital with an anterior q-wave myocardial infarction where angiography revealed subacute stent thrombosis of the cypher select plus stent placed in the proximal lad. The patient experienced increased peak ck and troponin t levels. The patient was admitted into the hospital in 2007 with unstable angina and resting ECG changes. Coronary angiography revealed two-vessel disease. The first lesion was a 70% stenosed, de novo, bifurcated, type c proximal left anterior descending (lad) with a vessel diameter and length of 3mm and 23mm, respectively. The lesion was direct stented with a 3.0 x 28mm cypher select plus stent at 14 atm with satisfactory results. Post procedure stenosis was 0%. The lesion was post dilated at 14 atm. The second lesion was a 70% stenosed, de novo, type b1 first obtuse marginal lesion with a vessel diameter and length of 2.5mm and 10mm, respectively. 2.75 x 13mm cypher select plus stent was implanted with satisfactory results. The lesion was not post-dilated. Post procedure stenosis was 0%. The patient's medications included aspirin, clopidogrel and heparin intra procedure as well as aspirin and clopidogrel post procedure.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states. Additional information will be submitted upon 30 days of receipt.